Event description:
It was reported in an abstract that a total of 20 patients were implanted with a peek interspinous spacer to treat lumbar spinal stenosis with intermittent claudication. The patients underwent the procedure "under local anesthesia at a lateral position" and were followed for one month or more. The treated levels included l3/4 (5 cases), l4/5 (10 cases), and l3/4/5 (5 cases). It was reported that a "surface infection" was observed post-operatively in one case. No further information was reported.

Manufacturer narrative:
Literature citation: shoji yagi. "Experience in using x-stop peek for lumbar spinal stenosis". General speech subject 11. Spine 6: lumber mis. Mean age : 72.1 years. Date of event is unknown. (B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.